Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two years to the elective replacement indicator (eri) in twelve months. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device passed all returned product testing except for the battery usage test. The battery was analyzed and while evidence indicating abnormal battery depletion characteristics was found, the root cause was unable to be determined.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two years to the elective replacement indicator (eri) in twelve months. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device was returned for analysis.